Event description:
In 2003, pt implanted with two vads. Ten days later, 3 cracks were observed in the right vad. Flexible bandage applied. Two days later cracks noted to be larger and there was a significant loss of silicon oil. Thoratec reps reported that several modifications had been made to the vad casings during the year, and were incorporated in certain serial numbers. Surgeon decided to replace the right vad in the or under sterile procedure. Another device was used and existing inventory was updated with the newest vads.